Event description:
In effort to recannulate occluded ant. Tibial artery, tip of fathom wire was disconnected from wire and remained in occluded branch of artery. This is of no clinical significance. Impossible to remove.